Event description:
Cracked battery caused water to penetrate the electronics. Pt claims she had approx 167 units left in her cartridge that delivered all at once & she fought an insulin reaction all day & night. Never went to the hosp.